Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an unknown pump alarm and a crack in the pump backside where the clip goes. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and no harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884l was requested and the customer response was that the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. No alarms noted during testing. The adapt tool was utilized to search for alarms that may have occurred in the past that might have triggered the reason complaint. During download review, no relevant alarms were noted during history download review. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage or electronic anomalies noted during deconstructive analysis. Unit also received cracked case-corner of belt clip rails, scratched case and cracked belt clip rails. In conclusion, the customers concern for unspecified alarm was not confirmed when adapt tool reveled no alarms during history download review. No alarms noted during testing. Pump functioning properly. Unit was also received with cracked case-corner of belt clip rails and cracked belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported an unknown pump alarm and a crack in the pump backside where the clip goes and the battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and no harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Mmt-1884l was requested and the customer response was that the device will be returned.